Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer purchased a set of the crayola brushes and had continuous shedding of bristles.